Event description:
As reported to coloplast though not verified, pt was implanted with aris and exair mesh. Later the pt experienced dyspareunia, pelvic pain and stricture band at the apex of the vagina. A revision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.